Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during a bolus attempt. The customer's blood glucose was 160 mg/dl. The customer was advised to disconnect at the quick release and was assisted with performing a 5.0 unit fixed prime; she reported that insulin did exit the tubing. She was unable to remove the infusion set to inspect the cannula. She stated that the majority of the bolus was delivered and was advised to change the entire infusion set. She stated that the last time she had called, she had been advised to change her settings and wished to revert back to her original settings. She was assisted with changing the scroll rate to her preference. She reported having a high blood glucose of 338 mg/dl in the morning and a low blood glucose of 48 mg/dl before breakfast. She believed that she had overcompensated while treating for the high blood glucose, causing the low blood glucose. She treated with food and declined further troubleshoot assistance.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.